Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The rv lead triggered a lead integrity alert (lia) for oversensing with sensing integrity counter (sic) episodes. The rv lead had high thresholds with no capture, high out of range impedance, and a confirmed fracture. The lead detection was programmed off. The lead was scheduled for surgical intervention. The lead remains in use. No further patient complications have been reported as a result of this event.